Event description:
Cable broke and pieces fell into disposable trocar during surgery on a female when the cable broke and pieces of the retractor fell off. All the pieces remained inside the trocar except one large piece that fell into the patient. The piece that fell into the patient was controlled at all times unitl removed. The physician got another retractor and completed the case without further incident.